Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle ns 27ga 1in blt sq grd w/o shld had mixed product types in packaging. "Two sharp cannulas mixed with the order of blunt cannulas." No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ needle ns 27ga 1in blt sq grd w/o shld had mixed product types in packaging. "Two sharp cannulas mixed with the order of blunt cannulas." No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: photo samples were provided for evaluation. Based upon review of the attached photos the mix condition is verified. Based upon review of the attached photos (both samples are in 27g hubs and the pointed needle is shorter than the 1¿ blunt sq grd) in combination with review of the device history record review that shows a line clearance from 27g x ¾ to 27g x 1 blt sq grd, this would indicate there was a line clearance failure. Investigation conclusion: the probable cause is due to an incomplete line clearance performed by the operator. It¿s common to have multiple line clearance changeovers in one day when running OEM orders due to the quantity vs our run rates. While the operators are trained and knowledgeable of changeover requirements, individual parts can go undetected. This is most likely due to isolated parts remaining on the line and then being reintroduced to the product stream. The parts are assembled in groups of 25 parts on a rack. If the line wasn¿t cleared of all the assembled racks, there would be more than 2 mixed parts. The two materials use the same hubs and the same cannulator wheel. Additionally, they are both bulk bagged at the assembly line using the same chute. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: no.